Manufacturer narrative:
Continuation of d10: axium prime bare coil product ID apb-1.5-2-3d-es (lot: 231221790); product ID echelon microcatheter unk-nv-echelon (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, after the echelon microcatheter was positioned, coil delivery was attempted. One axium prime bare coil had its tip detachment occur prematurely, and another coil could not be advanced through the microcatheter. The devices were replaced with another set, and the procedure was completed successfully. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).